Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 360mg/dl. Troubleshooting was performed. The programming, time, date, and settings on the insulin pump appears to be correct. Ran a fixed prime test and the test passed. It was stated that the insulin pump was supposed to deliver 10 units the day before the call, but the device did not deliver the insulin. It was stated that the insulin pump did not alarm and the piston did not move up to the point that customer got his insulin. Performed a high pressure test and the insulin pump passed the test. No further info was provided.